Manufacturer narrative:
(B)(4). The sample was returned for evaluation however, the evaluation has not yet been completed. Once the evaluation is complete, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of an infuso.r. With physical damage on the handles was confirmed but not reproduced during product evaluation. The root cause was not identified. Therefore, no repairs were made to fix the reported condition.

Event description:
The facility representative reported an infuso.r. Pump with a condition of physical damage to the handles. The process step is unknown. This condition has the potential to cause an interruption of delivery. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.